Manufacturer narrative:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service, the platform was examined and found physical damage on the cover. This observation is attributed to mishandling. The device was functionally tested and displayed a user advisory (ua) 17 (max motor on time exceeded) error message on the user control panel during initial power up. The root cause is due to a defective drivetrain motor. After replacement of the damaged cover and the drivetrain motor, the device was further tested and passed all final specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service during testing, the platform was evaluated and during initial power up, revealed a user advisory (ua) 17 (max motor on time exceeded) error message on the user control panel.